Event description:
It was reported by the manufacturer representative (rep) that an "out of range" (oor) warning issue returned on the patient's controller on friday, (B)(6), along with increased right arm tremor. The family contacted the rep the next day to discuss and report that they could not adjust the stimulation up or down without receiving the warning. It was confirmed that the device was charged to 100% and was on at the time of the issue. The patient's healthcare provider was notified and will follow up with the patient on october 20th. The patient had a prior lapse in stimulation due to not charge the device regularly or adequately during july and august. The settings were noted to be reasonably high. The patient was seen in the clinic for the past occurrence. No impedance issues were pointed out then, and reprogramming was done to reduce the settings. The problem was not resolved at the time of this report. The healthcare professional (hcp) will obtain further information on this event. The date for follow-up is (B)(6) 2024. No surgical intervention occurred, and none is planned.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received from the manufacturer¿s representative (rep) reported the battery was upgraded to the new rechargeable one as it ran on constant current as opposed to constant voltage and offered expanded programming options.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional info from rep determined that the oor warning message was caused by an intermittent short identified on the 0 and 1 contacts. Patient has had multiple falls and it can't be ruled out as a possible cause of the short circuit. Patient was referred to neurosurgery for x-ray and evaluation.

Event description:
Additional information received from the manufacturer¿s representative (rep), which was confirmed with the healthcare provider (hcp), reported the patient¿s x-ray was tentatively scheduled for the morning of december 20th prior to seeing the hcp. The patient hadn¿t had any problems with their device since they last saw them. The patient was informed that if the issue happened prior to seeing them they should schedule their x-ray sooner for faster follow-up.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from a patient who reported after ¿some episodes occurred¿ the patient met with the manufacturer¿s representative (rep) who identified a problem with the wiring. The patient was going to see a neurosurgeon on (B)(6) and wanted to know if a rep could be present.

Manufacturer narrative:
Section d10 references: product ID 3387s-40 lot# v863381 implanted: (B)(6) 2012, product type lead product ID 3387s-40 lot# v863381 implanted: (B)(6) 2012, product type lead. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Section d10 references: product ID 3387s-40, lot# serial# (B)(6), implanted: (B)(6) 2012, product type lead, product ID 3387s-40, lot# serial#(B)(6), implanted: (B)(6) 2012, product type lead, product ID 37085-60, lot# serial# (B)(6), implanted: (B)(6) 2012, explanted: (B)(6) 2024, product type extension. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received from the manufacturer¿s representative (rep) reported it was determined the patient had a short on the 0-1 contacts. An x-ray was performed which didn¿t show anything prominent. The left extension was revised and replaced on (B)(6) 2024, which resolved the short. The patient was going to be seen for follow-up in mid-february.